Event description:
A physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the lens dislocated secondary to capsular contraction syndrome (ccs). A yag laser procedure is planned in order to reposition the lens. It should be noted that the patient was taking flomax. Additional information has been requested from the physician. This MDR is being submitted due to lack of information concerning the cause of the event.

Manufacturer narrative:
Device remains implanted and is therefore, not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported event is related to capsular contraction syndrome and use of flomax. Flomax is an alpha-antagonist prostate drug that relaxes muscle tissues, including the dilator muscle.